Manufacturer narrative:
(B)(4). The actual complaint product was not returned for evaluation. A review of the device history record is not possible as no lot number was provided. Root cause could not be determined. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). Device not returned.

Event description:
Halyard received a single report that referenced two different incidences, which were associated with separate units, involving two different patients. This is the second of two reports. Refer to 8030647-2015-00090 for the first patient. It was reported that, "there were two incidents with the closed suction catheter that was intermittently suction when it is not supposed to causing patients to desaturate and when the catheter was changed the tidal volume was restored". The thumb valve was stuck in the open position during use with two patients resulting in continuous suctioning and the closed suction device was exchanged out. The suction tubing to the catheter is clamped off during use to control the intermittent suctioning that is occurring. Both patients were on isolation with droplet precautions unknown relation for recall at this time.